Event description:
Customer reported via phone call that the blood glucose reminder alarm irritates her. Customer was involved in a serious injury.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.